Event description:
It was reported that this was an arteriotomy closure of a tortuous and moderately calcified right common femoral artery via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. 2 prostyle sutures were successfully pre-placed. The sheath was upsized to a 14f and the tavi procedure was completed. Reportedly, one suture broke during knot advancement. A new prostyle device was added to achieve hemostasis. After closing the access and subsequent imaging, a stenosis [occlusion] and dissection above the puncture site and at the access point were noted. Additionally, reduced blood flow in the femoral artery, with apparent reduction of the popliteal pulse were observed. The patient also presented with hypotension and a hematoma at the puncture site while still in the operating room. A vascular surgeon was called for evaluation. An ultrasound was performed in the room and the surgeon stated that it would be necessary to intervene on the patient, but not at that moment. The surgeon identified flow to the superficial and deep femoral arteries, although reduced due to the degree of calcification and the patient's advanced age. The final assessment was that there was adequate flow, and outpatient management with clinical monitoring was recommended. It was decided at the time that the defined approach was expectant, and patient would be reassessed in the ICU the following day. However, the patient deteriorated during the night with severe hemodynamic instability and hypotension. The family decided not to attempt resuscitation maneuvers [patient died]. It is the physician's opinion that the prostyle device did not cause or contribute to the patient¿s death or the adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.